Event description:
On 01/28/2025, it was reported by a sales representative via sems-06775127 that an ar-3636 knotless 1.8 fibertak soft anchor had issues with getting maximum tension on multiple anchors. No further information was provided. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.